Event description:
The spinal cord stimulator lead did not function properly during intraoperative testing. The lead did not deliver stimulation to the pt. The lead was replaced. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).